Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited shock impedance measurements as high as 155 ohms, remaining within normal range. Technical services (ts) discussed that it would physician discretion if they decided to evaluate the position of this electrode further, though this patient has had successful converted arrhythmia events in the past. This electrode remains in service. No adverse patient effects were reported. Additional information was received that x ray imaging was performed which revealed this electrode had migrated into this patients breast tissue. Ts recommended a revision procedure. Additional information is being requested from the field.